Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with syncope. A review of the electrocardiograms showed loss of capture on the atrial lead with an intrinsic atrial rhythm seen. There is noted ventricular farfield signals on the right atrial channel with continues ventricular depolarization, likely capture of fusion beats. The syncopal episodes does not coincide with the episodes sent for review. Possible testing and programming options were discussed by boston scientific technical services. The device remains implanted. Ts noted that there was not enough information to provide any useful analysis as a save to disk would be useful from the last follow up. Ts discussed turning off the automatic atrial threshold test until further testing can be performed to understand what is happening.

Event description:
Additional information noted that an automatic atrial thresholds test was performed and everything appeared normal and the device worked normally. It was noted that the syncope which was seen did not correlate to any events on this date.

Event description:
A review of the pdf reports noted loss of capture but the automatic thresholds tests continues. Boston scientific technical services (ts) noted that with a save to disk a better explanation would be able to be provided by engineering. Some oversensing was seen on the atrial channel as well. Some additional questions were requested by ts. A response is pending.

Event description:
Additional information noted that a save to disk was sent and reviewed by ts and engineering. Ts noted that this case is normal device operation but because of how the device transitions between using the sensed av delay to the paced av delay it leads to raat ignoring some cycles in terms of assessing for atrial capture. This leads to the test taking longer than expected to end. Ts noted that this behavior is not necessarily leading to the atrial arrhythmias but if the physician is concerned than it would be recommended to leave raat off and the atrial threshold trend off as well.